Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the end of needle knife broke off and the device was removed from the patient. It was reported that no part of the needle knife detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.